Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. As reported by mps: "I covered a hip revision today due to trunnionosis failure in the right hip w/ dislocation (head dissociation)." Spoke to mps. A stem, head and liner were revised. Explant picture for the liner shows damage on the rim. The mps cannot confirm if that damage was present in situ or if it is explant damage.

Event description:
It was reported that the patient's right hip was revised. As reported by mps: "I covered a hip revision today due to trunnionosis failure in the right hip w/ dislocation (head dissociation)." Spoke to mps. A stem, head and liner were revised. Explant picture for the liner shows damage on the rim. The mps cannot confirm if that damage was present in situ or if it is explant damage.

Manufacturer narrative:
An event regarding disassociation and trunnionosis involving a accolade stem was reported. The event of disassociation was confirmed but trunnionosis was not. Method & results -product evaluation and results: visual inspection: the device was not returned however photographs were provided for review. A review of the provided photographs indicated recently explanted devices covered in blood and tissue. Explantation damage observed on the insert. There is nothing remarkable on the head and stem. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant indicated "this inquiry presents a case of femoral head disassociation and reported trunnionosis. This process occurs between the trunnion of the femoral implant and the femoral head. As I mentioned above causes of this phenomenon are multifactorial including surgical technique, patient factors and implant factors. I can confirm that the event of disassociation occurred because I was able to review an x-ray which showed disassociation. I cannot confirm trunnionosis with the information provided. I cannot confirm the root cause for certain. The causes of disassociation are multifactorial as I noted above. " -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported the patient was revised due to disassociation of the head and stem and trunnionosis. The device was not returned however photographs were provided for review. A review of the provided photographs indicated recently explanted devices covered in blood and tissue. Explantation damage observed on the insert. There is nothing remarkable on the head and stem. A review of medical records with a clinical consultant indicated "this inquiry presents a case of femoral head disassociation and reported trunnionosis. This process occurs between the trunnion of the femoral implant and the femoral head. As I mentioned above causes of this phenomenon are multifactorial including surgical technique, patient factors and implant factors. I can confirm that the event of disassociation occurred because I was able to review an x-ray which showed disassociation. I cannot confirm trunnionosis with the information provided. I cannot confirm the root cause for certain. The causes of disassociation are multifactorial as I noted above. "No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.